Event description:
As reported by hospital, the cardiac cath lab was experiencing difficulty in successfully connecting a 48" high pressure contrast injection line to a power injection syringe. The lab was using hemostats to tighten the connection. This may have damaged or stripped the connection as air was noted to enter the line. No air was injected and there was no patient injury.

Manufacturer narrative:
As no lot number was provided and a shipping history indicated that this device has not been ordered by the customer within the last 6 months, no device history review was possible. A review of the glens falls complaint report for the past 15 months shows no adverse trends in the contrast injection line product family for the failure modes of "air bubbles," "leak at fitting," or "cracked fitting." The used device was disposed of at the hospital, so no device analysis was possible. Although the description of the event may indicate that the connection method employed by the customer is damaging the fitting, the exact root cause of the event is unable to be determined. The directions for use packaged with the contrast injection line state: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur." Process controls for the manufacture of the contrast injection lines include a 100% visual inspection of the molded female fittings for molding defects, as well as taper and thread dimensional inspection and leak tests.